Event description:
It was reported that the ilet pump displayed an ¿unable to proceed¿ screen with persistent alerts and a frozen touchscreen, and the device issued alert 41 indicating an insulin shaft rewind error and an insulin absolute range error; the user was unable to dismiss alerts or restart the pump, and a replacement was provided. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included remote troubleshooting, verification of shipping details for replacement, user guidance to shut down the device, and receipt and inspection of the returned device. Investigation of this device revealed a malfunction consistent with an alarm/restart failure linked to an insulin delivery mechanism fault, indicating a problem within the insulin drive system. It was concluded that the cause was a device mechanical or electronic malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.